Event description:
The patient had erythema over the pocket site; the pump pocket was infected. The patient was hospitalized. The pump and catheter were explanted. The patient recovered without sequela on (B)(6) 2011. The pump was delivering dilaudid, bupivacaine, droperidal, and clonidine.

Manufacturer narrative:
Catheter model 8709; serial# (B)(4); implant date: (B)(6) 2010; explant date: (B)(6) 2011; personal therapy manager (ptm) model 8835; serial# (B)(4).